Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the neurostimulator was not working for the patient. The patient thought this occurred in (B)(6) 2018. A physician did all types of tests to confirm that the neurostimulator was not working, and referred to patient to another physician to get botulinum toxin injection. The injection did not work for the patient either. The healthcare professional told the patient to turn off the neurostimulator so they could get the injection. The patient reported getting an infection that caused blood in the urine in probably (B)(6) 2018. It was noted that the patient was hospitalized due to this issue in (B)(6). It was also noted that the patient used a catheter since sometime in (B)(6). The neurostimulator was still implanted, but was not active. The patient's reason for calling the manufacturer's patient services to get compatibility information for the neurostimulator regarding the use of massaging products that have electrical impulses. The patient was to follow-up with the manufacturer in (B)(6). Additional information was received from a manufacturer representative. It was noted that the physician was going to visit the patient on (B)(6) 2018 regarding this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient had no complaint about the device. The device was still implanted and there was no plan for explant.